Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing fever, chills, inflammation at the ipg site due to infection. The physician believed the infection was related to the device or procedure. The physician washed out the incision, replaced the ipg and the patient was placed on antibiotics. The patient was doing well postoperatively. The explanted ipg was discarded by the facility.